Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's wife contacted dexcom on 05/20/2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient's wife woke up in the middle of the night and saw that the patient went into coma and was unresponsive. The patient's wife took a fingerstick, saw inaccuracies and administered glucagon. The patient recovered without further medical assistance. However, the patient's wife did call a cancer treatment center. The patient's wife was advised by the doctor to adjust the patient's insulin dosage. Additionally, patient's wife reported that the cgm displayed 172mg/dl compared to the bg meter which read 34mg/dl. At the time of contact, the patient was doing fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device was unable to run. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.